Manufacturer narrative:
The customer reported that this bedside monitor (bsm-1733a) was intermittently displaying ECG readings. The customer tested the unit in their shop and noticed that even a slight touch caused the ECG readings to stop. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: based on the evaluation of the returned device, this complaint is not confirmed as there was no issue observed during the testing. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the model #: mu-631ra serial #: (B)(6). Device manufacturer date: 05/16/2011 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no bsm: model #: mu-631ra serial #: (B)(6). Device manufacturer date: 08/09/2010 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this bedside monitor (bsm-1733a) was intermittently displaying ECG readings. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm-1733a) was intermittently displaying ECG readings. The customer tested the unit in their shop and noticed that even a slight touch caused the ECG readings to stop. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: bsm: model #: mu-631ra. Serial #: (B)(6). Device manufacturer date: 05/16/2011. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Bsm: model #: mu-631ra. Serial #: (B)(6). Device manufacturer date: 08/09/2010. Unique identifier (UDI) #:(B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this bedside monitor (bsm-1733a) was intermittently displaying ECG readings. There was no patient injury reported.